Manufacturer narrative:
Exemption number e2015058. The device was manually power cycled on the (B)(6) 2006 with the device passing a self-test. The device failed multiple self-tests due to a low battery between (B)(6) 2009. The device records manual power ups during this time of varying durations. Manual power ups of 10 minutes duration were recorded between (B)(6) 2012 and (B)(6) 2015. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.